Event description:
Information received by medtronic indicated that the customer faced loss of communication between pump and transmitter and received calibration not accepted alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed but the issue was unresolved. The transmitter will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.